Manufacturer narrative:
Catheter model: 8709 serial# (B)(4), implanted: 2005 (B)(6), explanted: unk. (B)(4).

Event description:
It was reported that a pump roller study was planned to be performed because there was ¿high residual volume¿ in the pump (specific volume details not provided). Per the reporter this was an intrathecal baclofen pump. Patient had experienced some early signs of withdrawal. Follow-up information received later reported that a dye study was performed on (B)(6) 2013 revealing an occluded catheter. The patient was going to be scheduled for a revision as soon as the doctor can get her on the schedule.

Event description:
Additional information: the patient experienced underdose symptoms, increased spasticity and less than 50% therapy relief was further indicated. A revision was performed on (B)(6) 2013 in which 10 cm of the catheter was removed. The suture-less catheter connector was also removed from the pump. At the time of the revision, a physician inspected the catheter and found a kink in the catheter. The kink/occlusion was located in the proximal segment of the catheter. In regards to the catheter kink/occlusion, a pump reservoir volume discrepancy occurred in which the expected volume was 3 ml but the actual volume was 32 ml. A dye study was performed intra-operatively; the dye study was found to be successful after aspiration of 2 ml of fluid. The issue was resolved and the patient was without injury. The drug delivered via the device was confirmed as lioresal (2000 mcg/ml) at a dose rate of 467.8 mcg/day.

Manufacturer narrative:
(B)(4).